Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient information did not cross over to the stations due to network distribution issue at the site/vendor. The customer confirmed that the issue was resolved by either the vendor or it. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the patient information was not crossing over to the station, which hindered users from accessing the medication. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this incident.